Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The 1.8 inr result alleged by the customer was not observed in the customer's meter memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to a roche meter at the doctor's office. No specific details about the doctor's meter were provided. At 9:14 am the result from the customer's meter was 1.8 inr and the result from the doctor's meter was 2.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's meter and test strip were requested for return.